Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the procedure on (B)(6) 2019 to implant on abbott system after the explant of a competitor system was abandoned when the competitor lead could not be removed. The patient is being referred to a neurosurgeon for removal of the competitor paddle lead and placement of an abbott system.